Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This report was not confirmed. The patient changed out the cassette; however, reused the solution bags. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Based on the information gathered during baxter?s investigation, the root cause of the report was use error. The labeling review found the patient at home guide to e adequate for a use/user error identified in this incident. Baxter has conducted a trend review and found that similar report has been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During troubleshooting for a related report, the caregiver (cg) stated that they started over with a new cassette, but did not replace the bags. The baxter technical service representative (tsr) advised that when starting over with new supplies, both the lines and bags should be replaced. The tsr assisted the hp to cycle power to remove the cassette. On (B)(6) 2011 the product surveillance spoke with the cg who stated the hp was not connected at that time of the issue. The cg stated therapy resumed without any problems using the new supplies. No patient injury or medical intervention was reported.